Event description:
This pt had undergone bilateral mastectomies with implantation of silicone-gel breast implants in 1980 with revision/replacement in 1984. The replacements were performed at another facility, thus this reporting facility does not have the MFR's specifics. The MFR is known from the imprint on the explanted implants which is "mcghann 350cc". A recent mammography was suspicious for a rupture of the right implant. The pt also presents a history of various medical problems which she feel may be related to the silicone-gel implant. Gross exam: the right implant material was adherent to a surgical towel. The left implant was intact without evidence of leakage or rupture of its contents and weighed 350 gm. Both capsules showed inflammatory changes and foci of calcification.